Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. Pd therapy was ongoing. Patient hospitalization, treatment, patient outcome and patient retraining on the proper aseptic technique were not reported. No additional information is available.

Manufacturer narrative:
Date of event: the event occurred on an unreported in 2018 or 2019. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.